Manufacturer narrative:
The event occurred from (B)(6) 2022 ¿ (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particulate matter was observed in ten 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured from november 17, 2021 - november 18, 2021. H10: ten (10) actual samples were received for evaluation. Visual inspection along with magnification with fill port caps removed which did not did not identify any abnormalities that could have contributed to the reported condition. No particle matter was observed in all samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.